Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2018. Model number/ catalog number: sc-8120-70, serial number: (B)(4), batch/ lot number: 255344a, model/ catalog description: artisan surgical lead 70cm.

Event description:
A report was received that the patient was having inadequate stimulation. The patient underwent an explant procedure.